Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed during review of the downloaded log file, containing approximately 6 days of data ((B)(6) 2023 to (B)(6) 2023 per timestamp). Throughout the data, frequent backup battery fault alarms were observed due to the backup battery not passing the load test. At the times of these alarms, the difference between the loaded and unloaded voltages of the battery was measured to be outside the designed threshold. The ability of the controller to operate the pump was unaffected, as the pump maintained a speed above the low speed limit while the driveline was connected. The returned heartmate 3 system controller was functionally tested and found to operate as indented during analysis. Throughout testing multiple load tests were induced and the controller passed each time. The root cause of the battery being unable to pass the load test could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook section 6 ¿caring for the equipment¿ describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the backup battery (ebb) was exchanged due to ebb fault alarms. The ebb exchange did not clear the alarms so the controller was exchanged. Exchanging the controller resolved the alarms.